Manufacturer narrative:
A review of the device history records indicated that the patches were processed and inspected according to procedures and were therefore released following acceptable qa inspections and tests, including 100% visual inspection. No anomaly was found. No conclusion can be drawn. However, all available information would tend to indicate that the devices were not defective.

Event description:
Nine carotid patches were found in the hospital storage and reported to present color variations and some spots. Attempts are being made in order to obtain samples for investigation.